Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was currently hospitalized due to high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of admission was over 600 mg/dl. The customer also reported that he had gallbladder issues that contributed to the hospitalization. The customer was unable to troubleshoot at the time of the call as he did not have the necessary supplies with him. Customer was advised to call back to complete troubleshooting when the supplies arrived.